Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) measurements and sensor glucose (sg) values. Review of the sensor data did not identify any system malfunction. Support provided instructions to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. The sensor re-link was successfully completed on (B)(6) 2025. Following the re-link, the system entered a re-initialization phase, and the user was instructed to enter calibrations per system guidance while performance was monitored over the subsequent three days. Post re-link monitoring demonstrated that calibrations entered after the re-link aligned appropriately with sg values, with no evidence of device malfunction. No further follow up with the user was possible as they remained unresponsive to contact attempts. Review of the device management system (dms) confirmed continued active system use with up-to-date data. No additional concerns were reported by the user; therefore, the complaint was closed. B4.date of this report 10 feb 2026. G3.date received by the manufacturer? 10 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.